Manufacturer narrative:
Suspect UDI: (B)(4).

Event description:
Information was received indicating that the patient had an infection and thus underwent an explant surgery. The device history record was reviewed for the lead and generator involved. Both the lead and the generator were sterilized prior to leaving the manufacturing facility. The expiration date for the generator was 07/02/2017. The expiration date for the lead was 08/17/2019. It is not believed that the generator or lead contributed to the infection. No other relevant information has been received to date.

Event description:
Information was received which indicates that the patient manipulation or influence did not cause the infection. Clarification was obtained regarding the patent's explant; only the generator was explanted in (B)(6). No other relevant information has been received to date.